Event description:
It was reported that the atrial lead dislodged, possibly when patient was exercising. The lead is still in use and the pace/sense portion has been reprogrammed to only sense and no longer pace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.